Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose levels were not reported. The displacement test was performed and the insulin pump passed the test. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribute to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.